Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the device failed a repair test step relating to a 'hw power fail: red led flashing and alarm.' The service technician states that the system board printed circuit assembly (pca) will be replaced to resolve the issue. It is noted that the device has an obsolete system board and nurse call. If the system board is replaced, the interface pca will also need to be replaced. The replacement is awaiting customer approval.